Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer experienced low blood glucose level. Customer¿s blood glucose level was 40 mg/dl at the time of incident and treated with food and glucose tablet. Customer stated that insulin pump was over delivering insulin. The reservoir will not be returned for analysis.